Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. During the third firing on the stomach, the first handle was squeezed but looked open and would not progress forward. The knife blade was retracted and 4 unformed staples were seen. The distal staple line was incomplete. A new reload and handle was opened. The second handle and reload had a loading problem. They could see red color where the reload attaches so it was unloaded and reloaded. The firing button was pressed and the handle flicked out and was just a "floppy handle" where the knife and staples did not progress. The same reload was put onto a new handle and fired successfully. Tissue damage, a hemotoma on the small bowel, was caused due to this malfunction. Patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.